Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "(B)(6) department. 3 incidents with the same pump. On (B)(6) 2016: the infusion of taxol was programmed for 3 hours. After 3 hours, after the end of the infusion, the pump displayed that the infusion s finished but the bag is full. The nurse needs to restart infusion. On (B)(6) 2016: the time of the chemotherapy programmed was 1hr30. The ·run· green light was flashing, the screen displayed the milliliter decreased but the times displayed: 99>p or 99>cp. The chemo product didn·t flow. First, the nurse put the pump in ·pause· and restart the infusion, no changes. The pump didn·t correctly infuse. Same issue. The nurse had to change the sapphire pump to finish the chemo infusion. On (B)(6) 2016: product taxol. The pumps looks infused correctly, green ·run· light indicated that the pump worked correctly, but the product didn·t flow. The time and the volume decreased. The nurse tried to restart the pump. Same issue. The nurse had to change the pump. The customer had already provided 2 other pumps for investigation with the same issue and really wants to get an answer concerning the reason of this issue. Delay in therapy: no need for medical intervention: no patient involvement: yes death / serious injury: no human harm: no" additional information was received on jan.20th, 2016: " what were the treatment settings?a) rate: between 60 ml/h to 250ml/h b) vtbi: most of the time: 250 ml c) time: 1h30 for a bag of 250ml d) mode: continuous e) what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 1 bar f) administration set used (type and lot number): sh441 or ap204 g) what catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Central line h) priming method (manual / with pump): the tubing sets arrived pre-primed to the hospital with nacl solution. I) what volume was used for prime? Prime with nacl solution. J) what was the initial bag volume? Not applicable. 4. Was the pump placed in a backpack during the treatment? No 5. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: no alarm k) at which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.) No alarm l) what was the vtbi presented on the pump screen following the alarm? No alarm m) what was the volume left in the bag? No information available."